Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program to report a fiber-optic (fo) sensor module failure on a cardiosave device. No patient harm or injury was reported.